Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect events when using the mobile power unit ((B)(6)) was unable to be confirmed. Log files were not submitted for analysis. Visual inspection of the returned mobile power unit (mpu) (serial number: (B)(6)) revealed superficial damage to the outer cable sleeve of the patient cable was damaged and a loose rubber encasing around the mpu patient cable connectors. The returned mpu was evaluated at the pleasanton and mpu booted up as intended without any issues. The mpu was connected to a test loop and supported the system without issue for several days. The mpu was then forwarded to product performance engineering (ppe) for further testing. Testing at ppe revealed that the mpu functioned as intended and passed all functional tests. The resistances of the internal wires in the patient cable were measured and all lines measured within expected values. The mpu was connected to a mock circulatory loop for an extended duration and supported a system without issue. No further testing was performed. Multiple attempts were made to obtain additional information from the customer regarding the event (including log files, if there were any adverse events, if the mpu was in use with a v-lock connector, if the ac power cord came loose at the unit or the wall, if there were any environmental circumstances disrupting power, and if the mpu was removed/exchanged from service); however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when attempting to connect their system controller to their mobile power unit (mpu) on (B)(6) 2025, the controller failed to recognize the power source being connected, with the controller screen showing a connect to power alarm. It was noted that previously the patient had no external power alarms when attempting to connect to the mpu. These issues were not present on battery power. The patient denied any obvious damage to the mpu power cable's pins or connectors, or to the cable itself. The patient was instructed to replace the mpu's batteries, and to disconnect and reconnect the mpu to ac power to initiate a self-test, which was passed. The patient then connected the white power cable on both the system controller and mpu, there was no power source recognized by the controller. The system controller indicated a power cable disconnect alarm with both advisory alarm indicator lights.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect events when using the mobile power unit (B)(6) was unable to be confirmed. Product was not returned for analysis. Log files were not submitted for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including log files, if there were any adverse events, if the mpu was in use with a v-lock connector, if the ac power cord came loose at the unit or the wall, if there were any environmental circumstances disrupting power, and if the mpu was removed/exchanged from service); however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.